Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a defective generator board. There has since been a design change to prevent reoccurrence. A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production on (B)(6) 2020 via change wcr-22681. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code 433. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the device automatically restarts and shows error e433 caused by a defective generator board. Furthermore, the following additional issues were identified during inspection: the lock of the sa cable is damaged, and the front panel is cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.